Manufacturer narrative:
Patient information was not available from site representative. The camera was returned to the manufacturer for evaluation. The reported issue was not able to be duplicated by medtronic personnel. The device was set up with a known good system and run for over 12 hours with no issues observed. The device passed all rir testing and was found to be fully functional.

Event description:
A site representative called in to report that the surgeon monitor is black and the instrument card in the verify instrument task is displaying disconnected. The site brought in an additional s7 for the case. The patient was on the table but they had the other system up and running prior to the surgeon needing the stealth. The case continued as planned with no delay. There was no impact to the patient.